Event description:
It was reported by the patient that she was hospitalized due to heart attack caused post gel-one injection. Medications were provided as a part of the intervention. Attempts have been made and no further information has been provided.